Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right common femoral artery in a 71-year-old female patient undergoing high-risk percutaneous coronary intervention (hrpci), presenting in scai stage e shock. During the procedure, the patient reported left lower-extremity pain, prompting concern for limb ischemia. The access vessel measured approximately 5.5 mm and exhibited calcification and iliac tortuosity, consistent with underlying peripheral artery disease(pad)/peripheral vascular disease (pvd), a known risk factor for limb-threatening flow limitation during large-bore arterial cannulation. Although the patient remained hemodynamically stable and well supported during the procedure, ischemia was suspected to have begun during or soon after introducer insertion. The impella cp was removed due to the ischemia, after which distal perfusion improved. The patient survived to explant. No allegations of device malfunction were made, no introducer damage was observed, target act had been appropriately maintained, and no product was returned for evaluation. Based on the available information, the limb ischemia is most consistent with access-site¿related vascular compromise in a patient with known pad/pvd, rather than a malfunction of the impella cp device. The ischemia resolved following device explant, supporting a clinical, anatomical, and access-related etiology rather than a device performance issue. The impella cp otherwise functioned as intended.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.